Event description:
Event desc: while utilizing 10mm mini metzenbaum tri-anim disposable scissors, the tip insulation came off of the scissors while in the pt's abdominal cavity. The failure was noticed by a physician and was retrieved. The manufacturing consultant came and took a picture of the defective device. Since the company is already working on correcting the scissor sharpness, they are on backorder with their supplies. Thus, they told us replacements would not come in for 4-5 days. A communication went out to let operating room staff know to verify the scissor tip is complete and intact after use. The company representative also notified all facilities using this product to check these devices after use. Device usage problem: device failed (e/g/ broke, couldn't get it to work or stopped working).